Event description:
The device was used during a sigmoid colon procedure. It was reported by the affiliate that the instrument did not fire properly. When the instrument was fired and released, the staples did not form properly. There was no pt consequence.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: cartridge batch number k46z3k; cartridge position, loaded; casing position, back; hook shroud condition, good; instrument serial number, 33; lockout slide position, unlocked; number of staples returned in cartr, none; retaining pin position, back; safety position, unlocked and trigger position, closed. Functional tests & results: hook shroud condition, good; indicator function properly, yes; indicator setting when firing, 2.5; knob collar lockout slot condition, good; lockout slide tip condition, good; safety disengage properly, yes; staples fire properly, yes and staples form properly, yes. Analysis conclusion: based on info received and visual and functional results, no conclusion could be reached as to what may have caused reported incident. Instrument was fired with a reload cartridge and fired and formed all the staples as designed with no dificulties noted. It should be noted that if torque is applied to anvil of instrument, prior to engaging retaining pin, retaining pin may not engage in hole properly and may cause to staples to be malformed. Mfg and engineering have been notified of reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's prouducts.